Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge fill estimate was inaccurate. The customer's blood glucose level was 109 mg/dl. Multiple contact attempts were made by tandem technical support to determine if the issue was resolved after loading a new cartridge; however, the customer did not respond.